Manufacturer narrative:
(B)(4). A third party biomed inspected the device and reported the psol was out of range. The customer will repair the device.

Event description:
It was reported that the ventilator stopped cycling. There was no patient connected to the device.